Manufacturer narrative:
Correction: b5: the reporter indicated that the surgeon implanted a vticmo13.2 implantable collamer lens. D4: vticmo13.2. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -15.5/0.5/063 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise was observed. Cause of the event is unknown.

Manufacturer narrative:
D6b: (B)(6) 2024. B5: the lens was intraoperatively removed and replaced for a same size, different power lens. The problem was resolved. Reportedly, "all good, patient is happy." Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6: lens was returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. (B)(4).